Event description:
Additional information was provided by the reporter indicating the patient had vitreous to the anterior chamber. It is unknown as to what caused the capsule tear.

Event description:
The surgeon inserted a cc4204bf collamer plate lens and the posterior capsule was torn during insertion. A virectomy was performed. Additional information has been requested for the facility but more has been forthcoming.